Manufacturer narrative:
E3: non-healthcare professional; e2: no. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head presented error 322 (scope communication error) and there was no image during preparation for a therapeutic (trans abdominal pre-peritoneal) for a laparoscopic hernioplasty procedure. The system did not detect the camera head and the monitor displayed the color bar. By entering the maintenance menu of the control module, the message "e322 chamber head not connected" appeared. The problem was not resolved by following the system instruction of turning off the video processor and connecting the camera head. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of no image was confirmed. The reported issue of scope communication error 322 was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the cable unit, the endoscopic image could not be displayed. The most probable cause of the complaint was component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head presented error 322 (scope communication error) and there was no image during preparation for a therapeutic (trans abdominal pre-peritoneal) for a laparoscopic hernioplasty procedure. The system did not detect the camera head and the monitor displayed the color bar. By entering the maintenance menu of the control module, the message "e322 chamber head not connected" appeared. The problem was not resolved by following the system instruction of turning off the video processor and connecting the camera head. The procedure was completed using a similar device. There were no reports of patient harm.